Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was missing the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button to turn the device on. There was no patient involvement reported with the event.